Event description:
The patient reported their wound was not healing. They were referred to a wound care specialist and antibiotics were prescribed. An explant procedure was performed on (B)(6) 2022. The patient is currently doing well and no further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator and the patient not attending the post-op visit have been ruled out as potential causes. However, it has been confirmed through additional information that the patient was a poor candidate due to their health as they have diabetes. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing is due to patient being a poor candidate due to health, weight, age, or mental capacity as the patient is diabetic (user error - clinician). During the clinician's candidate qualification process, the health of the patient should be taken into consideration. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.